Event description:
It was reported that a spectrum pump turns on and off preventing the pump from running. It was also reported there was no pt involvement. It was experienced during baxter's functional testing of the device that the pump shut off during a test infusion. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The eval was able to reproduce the reported symptom of "turns on and off". Eval found back flex chaffing exposing traces where they came in contact to the right screw of the scanner bracket requiring back flex replacement. Eval found this to be causing the unit to turn on and off. The rear case was replaced.